Event description:
Clinical study. It was reported that 669 days after coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi), stent thrombosis (st) and required a target vessel reintervention (tvr). The patient presented with an acute myocardial infarction prior to the index procedure. The physician placed a taxus express2 3.0x20mm stent in the mid left anterior descending (mid lad) artery. Medications administered were heparin, 2b3a, aspirin, clopidogrel, lopressor, ace inhibitor, and statin. The physician used a 2.5x15mm maverick balloon for predilatation. After deployment, the flow in the lad increased to a timi grade iii. The patient was discharged 3 days later. At 669 days after the index procedure, the patient came back with an acute mi, st elevations. The "patient presented in ER with 10/10 pain chest pain that started earlier in the afternoon. Initial ECG showed anterior st elevation in the leads v3, v4, and v5, with immediate diagnosis of acute st elevation mi. Due to chest pain and ECG changes patient was rushed to cath lab for urgent catheterization revascularization. Results confirmed 100% occlusion due to in-stent restenosis/late thrombosis of the taxus stent placed for acute mi in 2006. Successful pci and stenting of the lad. The lesion was predilated with a 2.5x16mm maverick balloon. The physician placed a 3.0x12mm drug-eluting non bsc stent. There was some plaque shift into the small second diagonal, which was wired and a 2.5x15mm maverick balloon was used to stretch the ostium, which increased flow to timi grade 3. The lad itself that had the timi grade 0 flow now after stenting has timi grade 3 flow. These results were considered adequate. Patient was cleared for discharge home 2 days later. The patient will be in our office in 3-4 weeks and schedule rca intervention on elective basis.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.